Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01595. This report is being submitted as additional information. Approximate age of device ¿ 10 months (calculated from the date the mobile power unit was provided to the patient. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was confirmed via the evaluation of the log file. The submitted log file contained 7 days of data (dated (b)(46 2018 ¿ (B)(6) 2018). On (B)(6) 2018 a no external power alarm activated and lasted for approximately 11 seconds; this appeared to be caused by a physical disconnection of the black power cable followed by the white power cable and not an issue related to the mpu. The alarms cleared when the controller was connected to battery power. The expected power cable disconnect and no external power alarms were observed active during the disconnection event, and system support was not affected as the pump was supported by the backup battery during this event. There were no other notable alarms active in the log file. The mobile power unit was not returned to abbott for evaluation and remained in use. Additional information was requested but was not provided. The root cause for the power cable disconnect alarms was determined to be related to a physical disconnection of the black power cable followed by the white power cable and not an issue related to the mpu. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a power disconnect was observed by the lvad clinician during system controller history interrogation in clinic. Technical services reviewed the submitted log file which revealed no external power alarms associated with the mobile power cable (mpu) power coming loose or unplugged. It was not specified by the lvad clinician if the power cord came unplugged from the wall outlet or from the mpu. Technical services advised that a locking power cord could be ordered.